Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the keypad because numbers won't stop ramping. Customer states that she's not sure why her blood glucose is high. Customer also states that she will be visiting the doctors soon. The blood glucose reading is 263 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratched lcd window and broken reservoir tube lip.